Manufacturer narrative:
One pneupac parapac plus ventilator was returned for analysis. A broken and cracked knob was found on inspection of the unit. Further inspection revealed a cracked battery cover and a bent face plate. Oxygen supply was connected to the unit and testing performed; confirming complaint as the lock off leak test failed. Based on the evidence, the root cause was found due to user interface as the function switch was leaking and unit physical damage that was found.

Event description:
Information was received indicating that the pneupac ventilator' s pump leaked. It was reported that the at the time of the complaint, the device was used for an instructional class to new therapists hired. There was no patient involved.